Event description:
(B)(6) stated, he used our skater introducer system during insertion in an attempt to drain a sigmoid abscess. The md states that 3 mm of the introducer tip sheared off and was left in the pt's intraperitoneal cavity. Md was unable to retrieve the fragment using a vascular snare device. Md states that pt weighs approximately (B)(6). Pt later underwent a scheduled open surgical procedure. Surgeon was unsuccessful at removing the fragment at this time as well.

Manufacturer narrative:
The skater introducer system used in the procedure is not available for return by the customer. A review of the DHR could not be completed as the lot number is unk. A review was completed of past complaints received for the product code reported. (B)(4). The platinum tip extends 7.5 +/- 1.0 cm on the tip of the guidewire. In the event reported, 3 mm of this solid platinum tip was sheared off. In the previous complaint 3 cm broke off. A pull test for a weld strength is required on a sampling of each lot during the production of the wire. (B)(4). The pull test has pulled above the minimum specification on all lot numbers for the wire product code. It is difficult to determine the root cause of the defect reported without reviewing the condition of the wire used in the procedure. If the wire is bent during the procedure the bending or flexing of stainless steel core can reduce tensile strength. It is possible that an unusual event caused the tip to shear off as described.